Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no right eye image in the surgeon side console (ssc). Technical support engineer (tse) had the customer reseat the endoscope with no change. Tse then had site reboot the system and there was still no image in the right eye. Tse then had them power down the system, cycle the breaker on the ssc and reseat the blue fiber cable going to the ssc. No change. Tse also had them try another endoscope with no change. Customer was going to try and get one of their other surgeon consoles to bring into the room and connect to the system. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information through follow-up: the system initially powered on without errors. The site did not check system functionality upon powering on the system. They put the patient under anesthesia and installed the instruments. When the surgeon sat at the surgeon side console (ssc) in the beginning of the procedure he was not able to see through the high resolution stereo viewer (hrsv) and go into following mode. They called tech support, performed some troubleshooting. They had another ssc which was not being used at that time, so they connected the other ssc and continued with the procedure. There was no patient injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to duplicate the issue. Fse replaced right eye monitor, and issue remained intermittently. Fse swapped video cables between left and right monitor and no issues present after numerous power cycles. Fse swapped dvi cables on pmav, no change. Fe searched part history of replacement monitor and discovered it previously had the same issues as monitor needing replaced. Fse then power cycled the system numerous times until monitor did not power up. Fse then swapped the video cable again, and power cycled to see if monitor would eventually not power up, and eventually it did not. Fse has determined replacement monitor is doa, and will return to install another monitor. Monitor intermittently does not power up and had only black screen. Monitor power supply issue. Fse installed replacement monitor after doa, and noticed second monitor had physical damage, a speck on the screen that was clearly visible after installed and powered on. Fse replaced second doa with a third monitor to resolve issues. Fse power cycled system multiple times to confirm monitor functionality. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. Failure analysis found the unit had flickering image. The main board was replaced to resolve the issue.